Event description:
It was reported the customer was hospitalized with high blood glucose on (B)(6) 2015. Customer's blood glucose was 511 mg/dl at the time of admission. The customer's husband reported treating the customer with manual injections. There were no significant events leading to the customer's hospitalization. Customer's husband stated the cause of the customer's hospitalization was from diabetic ketoacidosis. The customer was admitted into the intensive care unit for treatment. It was also found the customer was disconnected from their insulin pump at the time of hospitalization. Troubleshooting found the customer may have had an air bubble or a bent tubing. It was also found the customer had several no delivery alarms in their alarm history. Customer was advised to call back to perform a high pressure test. The customer's blood glucose was 177 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.